Event description:
It was reported that the patient underwent a spinal procedure using the peek device at l4-l5. The device migrated post op. The revision surgery was performed to remove and replace the device.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.